Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s implantable neurostimulator recharger (insr) wasn¿t working and they were unable to charge efficiently. The patient stated that they weren¿t able to get any connectivity bars. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative stated that they were going to meet with the patient in order to interrogate the implanted device and check the insr. The issue had not been resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.